Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a patient and therefore, there was no patient involvement or harm. The respironics service engineer confirmed the reported problem. The service engineer replaced the power supply to correct the problem. Extended self testing (est) was performed and testing passed to operating specifications. Subsequent testing of the power supply found that arcing caused a short on the snubber pcb board. This type of failure may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient.